Event description:
The catheter was noted to have a flattened tip, prior to use. It was likely a manufacturing issue, but may have been damaged in transport or during storage. Defect was caught because staff followed proper protocol by inspecting the catheter prior to use.